Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 0.2 ml across top and bottom lip with juvéderm® ultra plus using a 30g needle. The hcp noticed slightly greying/discoloration of right upper lip. The hcp recommended hyalase area until reperfused. In total the client had 600 u of hyalase (2 ml) to the right upper lip. When the patient returned to the clinic the swelling had gone down. Additionally, the healthcare professional reported that the patient was injected with 0.95 ml of juvéderm® ultra plus in the lips. The hcp reported ¿vascular occlusion in the right upper lip. Slight grey/dusky appearance after 0.95 ml injected. The total was 0.4 ml. The 30g needle was used instead of the needle provided in the box. This the initial use of the syringe.